Event description:
Unomedical reference number (B)(4). Event occurred in france. On 19-apr-2024, it was reported that patient faced an issue with infusion set as the product was not adhering enough long. No further information available.